Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the blood gas monitor would not function when plugged into the accessory outlet of the heart lung console base. The blood gas monitor was plugged into the wall outlet and used for the procedure. The user reported that the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.